Event description:
The customer was hospitalized with high bgs and dka. Bgs were treated with insulin drip. It was stated that the customer's symptoms were nausea and vomit. Troubleshooting was performed. Device tested ok.